Event description:
Technician alleged fluid ingress onto topper foam.

Manufacturer narrative:
Cause: deterioration of ticking. Technician replaced with refurb kit to resolve. No alleged patient impact.